Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the 12.0mm/8.0mm protection sleeve is part of the titanium cannulated tibial nail system and the titanium cannulated femoral nail system and is used in the insertion of the femoral nails-ex and the tibial nails-ex. This device is described in multiple technique guides which were reviewed. One 12.0mm/8.0mm protection sleeve 188mm (03.010.063 lot 3474216, manufactured july 2010) was returned with the complaint that during a retrograde femoral nailing, a screw was stuck in the cannula during insertion and was unable to be locked. Upon receipt of the device, it was seen that the distal tip is slightly uneven, showing indentations indicative of hammering or strong impaction; and along the external shaft there are helical markings which were likely caused by this sleeve being inserted into a device that it did not adequately fit with. The internal distal diameter is less than the specification as a result of the impaction damage, such that it is 7.5mm (0.6mm less than called out on the drawing). The most recent drawing for this device was reviewed, as well as the drawing to which this device was manufactured. Since this device was manufactured, changes to the tip geometry were made, but implemented to reduce wear on the aiming arms, and did not impact the intended use of this device. The design of this device was found to be adequate for its intended use; this complaint was caused by heavy impaction which deformed the tip, reducing the internal diameter, causing the stuck condition. This complaint is confirmed given the condition that the device was returned in. The design was determined to be suitable for its intended use and the risk assessment adequately covers his complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device history record review was corrected: non-conformance report was documented in the manufacturing documents. This non-conformance report was made for a too big outer diameter of the sleeve. The incorrect parts were disposed after the final inspection. However, the outer diameter has no influence as a stuck screw would be related to the inner diameter of the sleeve. No complaint related issue could be detected in the manufacturing documents. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a retrograde femoral nailing, a screw was stuck in the cannula during insertion and was unable to be locked. There was extended operative time greater than 14 minutes, but less than 30 minutes. The screw was successfully implanted by removing cannula and inserting by free hand technique. There were no reports of harm to the patient. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and it indicates that (B)(4) pieces of the stock ((B)(4) pieces) had a "too thick" outer diameter. The parts were kept in quarantine store. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.